Event description:
The following information was received from the field: during a coronary procedure, the physician attempted to cross a lesion in the mid rca several times. The stent became stuck on the edge of a previously implanted taxus stent and as the physician continued his efforts to cross the lesion, the stent dislodged. A snare was introduced to attempt to remove the stent; however, as force was applied, the snare snapped. The pt was then taken to surgery and is currently in stable condition. This case lasted approx four hours. A CABG has been scheduled to treat the target lesion. The stent delivery system will be returned for analysis.

Manufacturer narrative:
Any additional information will be sumbitted within 30 days of receipt.